Event description:
Philips received a complaint on the heartstart xl indicating that the function of the panel keys is abnormal. There was no reported patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the bezel. The bezel was replaced to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.